Event description:
Report rec'd by MFR with returned product that device was removed due to dehiscence of the pump pocket, exposing the pump, and a possibility of infection. A following-up letter has been sent to the health care provider for further info on this event.